Event description:
An optometrist reported that a patient reported glare/halo vision in both eyes, one day after bilateral lasik surgery. The patient was diagnosed with bilateral mild diffuse lamellar keratitis (dlk) in both eyes. To treat the dlk, the steroid drops were increased in frequency. At the one week follow up visit, the dlk had resolved, and the steroid drops had been tapered and discontinued. The patient reported that the glare/halo vision was still present. The doctor describes this as normal post-op healing, and it is expected to spontaneously resolve. This report will address the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).